Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited failure to sense. The physician opted to replace the lead during the procedure. The patient was stable.

Event description:
New information notes that the product was not returned.